Event description:
It was reported that during a procedure, the catheter could not apperceive the magnetic signal. The case was completed by changing the catheter without any patient consequence. Upon receiving the product in biosense webster lab on (B)(4) 2014, it was noticed that tip dome hole and center of tip dome have white foreign fibers inside and sticking out, making this event reportable. This catheter condition was not reported during the initial complaint. Further attempts have been made to request for more detailed information in regards to the received catheter condition. No further information has been provided from the customer.

Manufacturer narrative:
(B)(4).